Manufacturer narrative:
(B)(4). The customer returned two pieces of catheter extrusion for evaluation. The guidewire and proximal portion of the catheter were not returned. Visual and microscopic analysis of the returned extrusion revealed signs of use in the form of biological material. Visual analysis of the guidewire and the remaining section of the catheter could not be performed as they were not returned. The pieces of the returned catheter extrusion measured 287mm and 175mm in length. The outer diameter measured 0.0705", which is within the specification limits of 0.0705" - 0.0715" per catheter extrusion product drawing. Dimensional and functional analysis could not be performed on the guidewire or the remaining portion of the catheter involved with this complaint, as they were not returned. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of the guidewire not being able to advance was not confirmed through analysis of the returned sample. The customer returned two pieces of catheter extrusion. The guidewire and the remaining portion of the catheter were not returned. The catheter extrusion met all relevant dimensional requirements, and a device history record review based on a potential lot did not reveal any relevant findings. Based on the customer report and without the full sample returned for analysis, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during the initial insertion of a central venous catheter (cvc), the guidewire could not be advanced while the device was inserted in the patient. The device was subsequently removed without complication. The user then attempted to cut the catheter and reinsert the guidewire; however, the guidewire could still not be advanced. Upon subsequent observation, a section of the guidewire appeared to be kinked. Good-faith efforts were made to obtain additional information regarding potential patient injury, harm, or adverse health consequences. However, it was reported that no further information will be available from the user facility.